Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician employed the use of a closurefast catheter for a radiofrequency ablation (rfa) procedure of the great saphenous vein (gsv). Procedure proceeded as normal. It was reported that echocardiography carried out 1 day post- procedure showed that the treatment was ineffective. It was reported that some parts of the sites were unburned. High ligation surgery and another rfa procedure were car ried out. No harm to patient reported.

Manufacturer narrative:
Device evaluation summary: the visual inspection of the returned catheter revealed a kink. The kink is approximately 49.4mm proximal from the distal tip. Sanguine material was observed on the handle of the catheter. Visual inspection of the heating element revealed no abnormalities or deformities. Visual inspection of the catheter cable connector reveal all pins are straight. The catheter did pass continuity and resistance functional testing. The catheter passed functional testing on rfg2 and rfg3 generators. The proper device was recognized by each generator when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120 degrees celsius, the device completed cycle without any advisory message being seen. If information is provided in the future, a supplemental report will be issued.